Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture and low sensing were observed on the right atrial (ra) lead. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.